Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04119 / 04120).

Event description:
Patient underwent a right knee revision procedure approximately 13 years post implantation due to pain and ligamentous instability, the tibial bearing and locking bar were removed and replaced.